Manufacturer narrative:
Unknown biotronik ventricular lead, implanted unknown date.

Event description:
It was reported that there was low battery voltage measurement displayed on the implantable pulse generator (ipg). The device was implanted two years ago; all parameters were within range and no other condition showing abnormal behavior. The customer questioned whether battery voltage was normal. The ipg remains in use. No patient complications have been reported as a result of this event.